Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump for the treatment of non-malignant pain. It was reported that error code 8286 was displayed on the patients personal therapy manager (ptm). It was noted that the patient suddenly felt hot. The caller was redirected to the healthcare provider (hcp) for a refill. No further complications have been reported as a result of this event.